Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d6a: estimated date d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that an unspecified abbott stent was implanted and a dissection occurred. Treatment, if any, was not specified. No additional information was provided.